Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.